Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer pulled the usb cable was bent. There was no reported impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a different usb cable.